Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included hydrocodone since 2018, lisinopril since 2018 and sumatriptan since 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed in (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia and back pain had resolved and the migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy: date of removal (B)(6) 2019, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received. Date of removal was added. New events abnormal bleeding (vaginal), menorrhagia, apareunia, migraine, nausea, dysmenorrhea (cramping), dyspareunia, weight gain, abdominal pain, back pain was added. Concomitant drug, lab data, reporter, patient demographics was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.